Event description:
It was reported that the right ventricular lead exhibited high pacing lead impedance, high capture threshold, and noise. Fluoroscopy revealed an insulation defect under the ICD pocket. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.